Manufacturer narrative:
Date of event is unknown. (B)(4). Gehc was not informed of the reported complaint at the time of occurrence. The unit was returned to service.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a failure affecting mechanical ventilation. There was no report of patient involvement.